Event description:
An (B)(6) male infant admitted with respiratory difficulty requiring IV therapy. On (B)(6) 2015, pt's IV tubing at spin collar became loose and undone causing the tubing to disconnect and rebound off max zero. IV tubing was changed out. No pt harm.